Event description:
It was reported that the hospital received bone cement damaged.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
Expiration and manufacturing date updated. An event regarding packaging damage involving simplex packaging was reported. Device evaluation not performed. Device history review indicates this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review determined that there were no other similar reported events for the lot. The event was not confirmed as the reported product or photographs were not provided for review. No further investigation is possible at this time.

Event description:
It was reported that the hospital received bone cement damaged.